Manufacturer narrative:
It was reported that there was hemostatic valve failure. This occurred when placed inside the patient¿s body. The procedure was completed by changing the product. The hemostatic valve fell into the hub. The reversed blood volume was a few drops. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of adverse health effects due to reversed blood. The patient had no air contamination. No percutaneous/surgical procedures were performed in association with the patient's air contamination. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; the valve was separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was separated. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the separation of the valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separated occurred. It was reported that there was hemostatic valve failure. This occurred when placed inside the patient¿s body. The procedure was completed by changing the product. The hemostatic valve fell into the hub. The reversed blood volume was a few drops. There was no occurrence of health hazard due to reversed blood. No medical treatment was performed in association with the occurrence of adverse health effects due to reversed blood. The patient had no air contamination. No percutaneous/surgical procedures were performed in association with the patient's air contamination. The procedure was completed without patient's consequence.